Event description:
It was reported that a red alert was identified via remote patient monitoring due to intermittently high, out-of-range shock impedance measurements greater than 125 ohms on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. Review of remote monitoring data revealed the earliest alert occurred (B)(6) 2020. It was also noted that the ICD battery power consumption was 109%. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a red alert was identified via remote patient monitoring due to intermittently high, out-of-range shock impedance measurements greater than 125 ohms on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. Review of remote monitoring data revealed the earliest alert occurred may 2020. It was also noted that the ICD battery power consumption was 109%. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that the patient went in for an office where the shock impedance alert value was increased to 150 ohms for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. It was noted that the shock impedance measurements taken during this visit were consistently between 136 ohms and 139 ohms. No chest x-rays or further lead evaluation were performed other than device-based testing. All other measurements from the right atrial (ra) lead and rv lead were within normal limits, and there was no noise or oversensing on the rv lead. Both the patient's electrophysiologist and cardiologist were notified of the lead measurements and changed settings, and both agreed to continue monitoring the lead remotely for any rises in shock impedance measurements. This ICD system remains in service. No adverse patient effects were reported.